Manufacturer narrative:
(B)(4). Concomitant medical products: unknown mini baseplate, unknown. Unknown glenosphere, unknown. Unknown stem, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03531. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient's right shoulder was revised fourteen (14) days post implantation due to the taper adapter disengaging from the mini baseplate. Attempts were made to gain additional information, however none was made available.